Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating internal memory error. The service engineer confirmed the problem on-site and found that the ventilator worked as expected when a control printed circuit board (pcb) from another ventilator was used. He deduced that the control pcb was defective and needed replacement. No further information has been received despite reminders. The reported technical error code may indicate a hardware problem with the control pcb that may lead to stop of ventilation. Alarms will be generated if the fault occurs. As no device logs were received and no part was returned for investigation, the problem cannot be confirmed nor any root cause identified. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating internal memory error. There was no patient harm. Manufacturer ref. #: (B)(4).